Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. (B)(4).

Event description:
A journal article was received that included a report of six in-hospital deaths in the conventional group and three in-hospital deaths in the less invasive surgery (lis) group. There were two deaths after discharge in the conventional group. The causes of death in the conventional group were intracranial bleeding, sepsis, multiorgan failure, right heart failure, and bleeding related to surgery. In the lis group death was triggered by right heart failure, sepsis, and multiorgan failure. This article discussed the results of a prospective analysis of 2-year outcomes in 46 consecutive end-stage heart failure patients older than 60 years, who underwent left ventricular assist device (lvad) implantation for destination therapy (dt). The patients were ineligible for cardiac transplantation. The patients were divided into two groups according to the surgical implantation technique. The data of 20 patients that received lis-vad implantation were compared with those of a control group of 26 patients who underwent conventional sternotomy. There was a predominance of men (n=37) with mean preoperative ejection fractions measured by transthoracic echocardiography of 20.2% (conventional) and 18.5% (lis). The implantation was followed by a 2-year follow-up, during which the patients visited the outpatient clinic four times a year. Preoperative extracorporeal membrane oxygenation (ECMO) support was performed in three patients in the conventional group and in one in the lis group. . Study data indicated that dt patients with lis-lvad implantation showed a lower incidence of postoperative bleeding, a reduced need for inotropic support, and a tendency to lower mortality compared with patients treated with the conventional surgical technique. Further follow up did not yet yield any additional relevant information regarding these event(s).

Manufacturer narrative:
Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. Referenced article: sociedad espanola de cardiologia. Published by elsevier espana, s.l.u. Doi: http://dx.doi.org/10.1016/j.rec.2017.03.023 article name: left ventricular assist device therapy for destination therapy: is less invasive surgery a safe alternative? By: sebastian v. Rojas,a,^,* jasmin s. Hanke,a,^ murat avsar,a philipp r. Ahrens,a ove deutschmann,a kirstin a. Tu¨ mler,a aitor uribarri,a,b sara rojas-herna´ndez,c pedro l. Sa´ nchez,b jose´ m. Gonza´ lez-santos,d axel haverich,a and jan d. Schmittoa this is one of two reports (MFR. 3007042319-2017-03107 and MFR. 3007042319-2017-03115) submitted for the same article.

Manufacturer narrative:
Investigation summary: vad pump with unknown serial number was not returned for evaluation. Review of the manufacturing documentation and sterility certificate could not be performed since the pump serial number is unknown. Review of log files could not be performed since log files were not provided for analysis. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.